Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving an intrathecal unknown medication via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the doctor referred the patient to get a test done on the pump because they need to find out if the pump was still working. It was noted the pain pump had been turned off and medication removed for quite a few months back in (B)(6) 2022, because it was leaking.  The caller was not sure if the pump or catheter were leaking. Caller did not know what kind of tests have been ordered. It was reported the doctor did an ultrasound (date unknown) and had been waiting to hear from mdt but no one has called. It was further reported the doctor's office told them that someone from mdt would be calling to schedule the "tests". Patient services reviewed rep role and redirected to the doctor. Patient symptoms were not reported.